Event description:
Information received from the field does not address the patient's clinical status but notes that during a follow-up, bipolar impedance was 1708 ohms and unipolar impedance was 274 ohms. R-waves were good but capture thresholds were 3.0 v, 1.0 ms. The patient had not been checked in years. The last known check showed an impedance >1990 ohms in the bipolar confirguration. The device was programmed to the unipolar configuration.